Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist has advised them to discontinue the byte aligners immediately. They have cause jaw pain, clicking on the left side and generalized horizontal bone loss.